Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented prior to a pacemaker changeout procedure. Upon review, the right ventricular lead exhibited noise. The lead was capped and replaced during the procedure on (B)(6) 2019. The patient was in stable condition.